Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was over 700 mg/dl and was admitted to the hospital. No information was provided regarding the specific treatments the patient received, the patient's pump status, and if pump settings were adjusted recently. It was reported that the pump repeatedly alarmed for loss of prime and the issue persisted with battery change. No other detail was provided. Attempts by customer support to follow-up on the mater were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
Follow-up #1 - correction to: the correct brand name is animas insulin cartridge. The correct common device name is insulin pump cartridge. The correct model# is animas ir1200/1250/2020/otp cart; the correct lot# is unk; the correct serial# is ni. The correct PMA/510(k) # is (B)(4). The correct device manufacturing date is unk. The correct labeled for single use is ¿yes¿. The correct device is ¿the cartridge has not been returned to animas for evaluation¿